Manufacturer narrative:
On march 03, 2022, the mentor analysis lab received the medical device for evaluation. Paperwork received with the device provided additional information. The date of explantation was updated as (B)(6) 2022. An evaluation was completed on (B)(6) 2022. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor was notified that the patient only underwent unilateral removal and replacement with a right-sided 550cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient had undergone a primary breast augmentation surgery with implantation a 550 cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced baker grade IV capsular contracture affecting the right breast prosthesis, which was confirmed by a healthcare professional during a physical exam. As a result, the patient underwent removal and replacement with mentor gel prostheses on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture (B)(4).